Event description:
The account alleged the reverse trendelenburg did not engage. No pt impact.

Manufacturer narrative:
The tech replaced the trendelenburg cylinder and adjusted the trendelenburg cable linkage to resolve the issue.